Event description:
A surgeon reported that irrigation flow was poor compared to usual during surgery. The problem was solved after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will to filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).